Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that contact 2 on the right vim was over 40,000 ohms. An impedance check was done, but no actions were taken to resolve the issue. The issue was not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the open circuit was not determined. There were no actions/interventions taken to resolve the open circuit and the issue has not been resolved. There were no further complications reported.